Event description:
It was reported via repair work order that the stirrup would not lock in place due to worn nuts and bolts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.